Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: the bolus history showed a 8.6u bolus on 03/25/2016 at 08:33 and a 8.65u bolus at 11:16. The pump was returned with the insulin on board (iob) duration set to 4 hours. For testing purposed the iob was set to 1.5hrs. A 20u bolus was performed and was accurately reflected on the iob status screen. A cartridge change was simulated for testing purposes when the iob was at 11.43u. After the cartridge change the iob correctly showed 11.43u. After the 1.5hrs the iob correctly reflected 0.00u and this was accurately reflected in the iob status. A cartridge change was simulated for testing purposes when the iob was 0.00u. After the cartridge change the iob correctly showed 0.00u. The pump's insulin on board function was found to be working properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's insulin on board setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.